Manufacturer narrative:
Philips has investigated this complaint. According to the information collected the system was outside clinical use. It was reported that the system was unable to boot up, it was stuck at 00:00. Upon further inspection, philips field service engineer (fse) inspected the system onsite and reviewed and confirmed the dcps and found that the input voltage is normal, 230v, but there is no output power. Fse confirmed that the dcps was defective. Fse replaced the dcps. After the replacement of dcps, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system failed to startup, it was stuck at 00:00. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.